Event description:
It has been reported to philips that the allura device would not boot up. The system was rebooted without resolve. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) visited the site and replaced the pdu control module. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the all power turned off while the system was starting up. Review of the system log file showed that the pdu seems to be malfunction which resulted in the system not being able to complete the startup sequence. The field service engineer (fse) replaced the pdu control module. After replacement of the pdu control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Additional data : philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the all power turned off while the system was starting up. Review of the system log file showed that the pdu seems to be malfunction which resulted in the system not being able to complete the startup sequence. The field service engineer (fse) replaced the pdu control module. The pdu control module has been returned for analysis and investigation confirmed electronic defect in the pdu control module. After replacement of the pdu control module, the system was returned to use in good working order.